Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that there was a decrease in rv sensing one day post implant. It was suspected that the lead microdislodged. The lead was repositioned.